Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The surgeon reported that he conducted a cemented tha with exeter stem and that once the definitive stem was in, he reduced the hip with a 28mm (-4mm) trial head. The trial head got caught (according to theatre sister on a retractor and according to the surgeon by tight muscle) and was lifted off the stem into the hip. The surgeon could not reach it with cockers and made a decision to leave it in situ and close the patient. The surgeon said the trial head was positioned in the hip that in his opinion would not cause any issues to the patient. The patient has been informed. Surgeon stated there was no fault of any stryker equipment. The surgeon is not intending to re-operate on the patient.